Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of above 600 mg/dl and small ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged 10 hours later with the issue resolved and no permanent damage. The cause for the reported issue was due to the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. Reportedly, the customer reverted to an alternate method of insulin therapy.